Manufacturer narrative:
Image review: a case report and one 3mensio video clip provided. Possible hypo attenuated leaflet thickening (halt) and/or thrombus was seen on video clip. The evolut implant appears under-expanded. Calcification is observed outside the transcatheter aortic valve (tav) frame near the left coronary cusp (lcc). Implant depth is shallow, measuring 0.7 mm beneath the right coronary cusp (rcc), 1.8 mm beneath the lcc and 0.4 mm beneath the non-coronary cusp (ncc). Protruding calcification seen under the ncc extending into the left ventricular outflow tract (lvot). The patient appears to have a tmvr with the frame seen in the lvot approximately 5.6 mm below evolut inflow. There is a possible thrombus versus inadequate contrast filling observed in the left atrial appendage (laa). Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 5 years and 6 months after the implant of a transcatheter aortic valve, an unspecified valve failure occurred.

Manufacturer narrative:
Corrected data: aware date - the aware date on the supplemental medwatch submitted on (B)(6) 2026, should have been listed as (B)(6) 2026, instead of (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1., h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient experienced severe non rheumatic valvular heart disease that involved severe aortic stenosis (as) along with severe mitral stenosis and mitral regurgitation. The main symptoms the patient experienced were shortness of breath, nyha iii, fatigue and syncope that had been worsening. The patient had lhc and coronary angiography that revealed mild disease in the left system and about 40% in the ostial proximal right coronary artery. Rhc with mild pah with mild elevation in right heart pressures were noted. Transthoracic echocardiogram (tte) showed an ejection fraction (ef) of 54%, mild-moderate concentric hypertrophy, severe mitral stenosis with mg of 15 millimeters of mercury (mm hg) with mild to moderate mitral regurgitation. Severely calcified aortic valve with moderate-severe as was noted. The patient received a transcatheter aortic valve implant and tolerated the procedure well. The post implant tte showed a well seated aortic valve without regurgitation. Two days later the patient received a mini mitral valve replacement with a non-medtronic valve with pfo closure. Intraoperative transesophageal echocardiogram (tee) showed ejection fraction (ef) of 55%, bioprosthetic aortic valve replacement without regurgitation, and mitral valve replacement with mild circumferential paravalvular leak (pvl) and no stenosis. Post-operatively the patient was transferred to the cardiovascular intensive care unit (ICU). Following extubation within 24 hours, the patient was unable to follow commands and aphasic. A head computed tomography (CT) and cta of the head/neck showed no acute intracranial abnormalities. Electroencephalogram (eeg) showed mild to moderate generalized nonspecific cerebral dysfunction, no seizures. The patient¿s neurological exam improved over the next 24 hours. Five days following the transcatheter aortic valve replacement, the patient converted to atrial fibrillation (af) rapid ventricular response (rvr) with long approximately 5 second post-conversion pauses and then bradycardia with a heart rate in the 20¿s. The patient was symptomatic and hypotensive during these episodes. A temporary pacemaker was placed that same day. The following day, the patient was hemodynamically stable, weaned from vasoactives, and was transferred to the stepdown unit. The chest tubes were removed without complication along with the pacing wires. Seven days following the transcatheter aortic valve replacement procedure, beta blockade was started due to persistent af rvr, however the patient became bradycardic requiring pacing, similar to the past episodes. Beta blockade and amiodarone were stopped. The patient then underwent a dual chamber permanent pacemaker placement 2 days later. Following the pacemaker implant, the patient continued to experience af rvr. Metoprolol and eliquis were started for anticoagulation. The patient tolerated the beta blockade following the pacemaker placement and converted to sinus rhythm shorting after initiation. When the patient was discharged from the hospital, they had remained in sinus rhythm for more than 12 hours. At the patient¿s 1 year follow up appointment, they noted the concern of fatigue. The symptoms were noted to be stable and to be modified by exertion. The patient stated that they felt like they didn¿t have the same amount of endurance as they had pre valve intervention. The patient noted to be walking 10 ,000 steps per day most days and being ¿very active¿. The patient noted that they felt like their legs were ¿heavy¿ at times. A little swelling was noted in the patient¿s calves/ankles. The patient¿s EKG was paced. The patient¿s leg heaviness was noted to possibly be due to vascular disease, so a duplex study of their bilateral lower extremities was ordered. Five years and 6 months following the original transcatheter aortic valve implant, the patient presented with valve stenosis. It was unknown if treatment/intervention would be provided.

Manufacturer narrative:
Updated data: b2., b5., b7., h6., additional codes image review: a case report and one 3mensio video clip was provided from imaging services. Possible hypoattenuated leaflet thickening (halt) and/or thrombus was seen on the video clip. Report review: the evolut implant appears under-expanded. Calcification is observed outside the transcatheter aortic valve (tav) frame near the left coronary cusp (lcc). Implant depth is shallow, measuring 0.7 millimeter (mm) beneath the right coronary cusp (rcc), 1.8 mm beneath the left coronary cusp (lcc) and 0.4 mm beneath the non-coronary cusp (ncc). Protruding calcification seen under the ncc extending into the left ventricular outflow tract (lvot). Patient appears to have a tmvr with the frame seen in the lvot approximately 5.6 mm below evolut inflow. There is a possible thrombus versus inadequate contrast filling observed in the left atrial appendage (laa). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.